Event description:
It was reported by the rep that the (1) cdh29 was used during a laparoscopic sigmoid resection procedure. It was reported that the pt was not in the stirrups as the instrument was inserted into the rectum and pressed into the bed. The safety was disarmed. The firing handles were pressed together, but not completely. The safety was released. The unlocked safety and the initiation of the firing mechanism were communicated to the surgeon. There was no anastomosis. There was an extreme amount of fecal material in the instrument where the donuts would have been present. The entire instrument was covered in fecal material with no donuts present. The case was completed with a hand sewn anastomosis through a small laparotomy. The case was not converted to open at that time. The operating room time was extended by 1 1/2 hours. The pt was returned to the operating room four days later and was opened up. There was infection in the abdomen. The procedure resulted in a colostomy. A "leaky anastomosis."